Event description:
It was reported that revision surgery was performed due to movement of the acetabular cup, limiting patient movement. The devices were implanted 8 years ago.

Manufacturer narrative:
.